Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Codes b01, c19 and d14 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site tried to perform an 'invalidate home' but the doors would not close. No patient was present. It was reported that this issue was not with a patient involved or an emergency therefore the representative did not advise this. It was noted that the representative has had customers damage the manual opening mechanism when trying to train people in how to use this and therefore it was not recommended. Additional information was received stating that the manufacturer representative went to the site and had to press and hold "m" as shown on the pendant. The system rehomed and worked fine.